Event description:
It was reported a foot pedal malfunction; it was taking the rpms down and getting stuck. It seemed that the pedal itself was shorting out. Procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and the lid was scratched. Complaint of footswitch pedal getting stuck was confirmed. The left pedal is fully depressed. This causes a footswitch error when plugged into the test control unit. The actuator (switch) is stuck due to corrosion causing footswitch errors. The interior of the chassis was still wet and extremely corroded. The complaint investigation has concluded the cause of the failure to be a corroded switch/actuator on the left pedal of footswitch. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.